Event description:
The event is reported as: the nebulizer is displaying an erratic and inadequate performance during use on a pt. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.